Event description:
It was reported that prior to starting a da vinci si surgical procedure, the maryland bipolar forceps instrument was not recognized.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as the instrument successfully passed recognition and engagement testing on an in-house is3000 system and showed that the instrument had 3 uses remaining. The pogo pins did not stick and there was no evidence of damage to the dallas chip. The instrument moved intuitively and the grip opened and closed when test driven. Engineering evaluation also found that the bottom pin was not aligned with the top pin and it was slightly bent towards the right. Engineering concluded that damage to the pin was likely due to mishandling as result of inadvertent contact of the instrument with an object while moving the instrument from and to the system. Main tube shows various scratches near distal end and is missing material. The main tube exhibited two scratches along the proximal end which measured .25 (closer to proximal end) inches and .5 inches and is missing material. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.